Event description:
It was reported that during a therapeutic stone retrieval procedure the tip on this graspit broke off inside the patient. The tip was retrieved successfully and the procedure was completed with no patient complications.